Event description:
The consumer reported the heating pad malfunctioned causing severe burns that have left scars. She claims the heating pad did not shut off in the intended time frame. Burns of this nature are due to the consumer laying or leaning on the heating pad which is contrary to proper use instruction.